Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. No specific trauma is reported.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The recipient's hearing performance with the device is affected. No specific trauma is reported. No swelling or redness over the implant site. The user has been reimplanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Currently no date for a possible re-implantation has been made available.

Event description:
The recipient's hearing performance with the device is affected. No specific trauma is reported. No swelling or redness over the implant site. Re-implantation is considered but not yet scheduled.